Event description:
I had the essure birth control inserted (B)(6) and it has caused me a lot of health issues since then. I have pcos, high blood pressure, chronic pelvic pain, diabetes, autoimmune disease, and it has perforated my uterus.